Event description:
Additional information was received indicating that the apnea and aspiration were not believed to be related to vns as the patient had these prior to being implanted. These events did not occur with stimulation and there were no causal/contributory programming or medication changes that preceded the onset of the apnea or aspiration. The patient has since received a g-tube and will undergo a 2nd sleep study for the apnea. No additional information was received.

Event description:
It was reported through clinic notes received on (B)(6) 2012, that the patient has a medical history significant for obstructive sleep apnea and aspiration. While it is known that the patient has a history of apnea pre-vns, it is currently unknown if the apnea is exacerbated by vns therapy. The relationship between the patient's aspiration and vns is also unknown. Attempts for additional information have been unsuccessful to date.